Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/25/2024 it was reported by a sales representative via (B)(4) that an ar-6411 reduce pump tubing broke during use. This was discovered during the case with no patient harm. When surgeon used shaver, the pump activated shaver boost and was running 1200 ml/min. Nurse replaced pump tubing and issue was resolved.